Event description:
Additional information was received that the non-bsc right ventricular (rv) lead was suspected to have insulation damage or to be fractured. Six inappropriate shocks and 14 anti-tachycardia pacing (atp) were delivered, along with multiple non-sustained events. Impedance measurements displayed spikes from 400 ohms to 700 ohms, with noise. The device was programmed off. The patient with this device was admitted to the hospital. The patient requires brady pacing, however, it was unknown if the device would be reprogrammed on. The patient was reportedly stable and doing well.

Event description:
Additional information from the field representative indicated there was only one out of range measurement found; therefore, the physician decided to monitor the patient at this time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high shock impedance measurement greater than 125 ohms on the competitor's right ventricular (rv) lead. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.